Event description:
It was reported that during a ptca / stenting treatment procedure, removal difficulaties and stent damage were encountered. The liberte bare monorail 8/2.25 mm sds would not cross the lesion. The liberte bare monorail stent/delivery system was removed with significant difficulty. Upon removal of the device, it was discovered that the stent was misshapen. The procedure was successfully completed with another liberte bare monrail 8/2.25 mm sds. No patient injuries or complications were reported. The patient status is listed as `good'.